Event description:
Healthcare professional reported right side rupture. Hole noted during surgery described as "implant shattered". Device has been explanted.

Manufacturer narrative:
Visual evaluation: visual analysis of the photographs identified: device is seen ruptured. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of device photographs identified yellow and red particles on the surface shell and an opening. Due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Hole noted during surgery described as "implant shattered". Device has been explanted.